Event description:
It was reported that during an aortic stent placement the 9900 system detected a collision error and the system would not rotate even after being rebooted. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The mcu board and motor control module were replaced during the svc call. The system was tested and found to be working as intended and put back into service.